Manufacturer narrative:
The therapy date for the following device is unknown: model: 3664; drg ipg. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR. Report: 1627487-2018-11825. Reference MFR. Report: 1627487-2018-11824. It was reported (B)(6) the patient's lead located at l3 was fractured. Subsequently, surgical intervention was undertaken on (B)(6) 2018 to explant and replace two of the patient's leads. Stimulation was restored following the procedure.

Event description:
Device 2 of 3. Reference MFR. Report: 1627487-2018-11825. Reference MFR. Report: 1627487-2018-11824.